Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: evaluation of the returned product found blood on the balloon and hub, consistent with handling and possible use inside the body. The undamaged stent implant was stationary on the tightly folded balloon between the markers. Multiple bends were located throughout the entire length of the hypotube. This damage was not observed during product inspection prior to use and thus, may have occurred as a result of packaging and shipment back to abbott vascular for analysis. It was confirmed that the hypotube separated distal to the strain relief tubing. The fracture faces were oval shaped and the hypotube jacket was separated at the same location. The jacket material at the hypotube separation was jagged and stretched. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. To help ensure that kinks and shaft separations are not the result of the manufacturing process, all sds are visually inspected for damage at numerous points in the manufacturing process, including a final inspection of the product before being inserted into the dispenser coil. Additionally, a sampling of product is destructively tested to verify lumen integrity. Since there was no report of any damage observed to the sds prior to the procedure, this may suggest that a product deficiency did not contribute to the reported kink or shaft separation. The shaft most likely kinked during handling/use and further manipulation of the catheter would have contributed to the shaft separating. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this report. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. This suggests that there are no lot specific product quality deficiencies. The hypotube separation and subsequent bends noted in the hypotube appear to be related to operational context.

Event description:
It was reported that the proximal shaft of the promus rx stent delivery system broke. No adverse patient effects were reported. No additional information was provided.